Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that they obtained discordant, falsely low sodium results on 2 patient samples. The quality control (qc) was not within acceptable range prior to running the patient sample. Siemens remote service center (rsc) instructed the customer to inspect the port and prime it, scrub the port with serum, and run dilution check. Dilution check recovered acceptably. The customer identified the issue as the sample not getting into the port. The customer had replaced the sensors 2 times, replaced and aligned sample probe, replaced x tubing, cleaned integrated multisensor technology (imt) and port. A siemens customer service engineer (cse) was dispatched to the customer's site. The customer service engineer (cse) performed the following: replaced imt tower, tubing, rotary valve and port, performed calibration, performed dilution check, ran precision test and qc, which recovered acceptably. The cause of reporting results while the qc is out of range is due to the use error. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. The customer did not indicate the date on which the samples were run, it was indicated that the samples were run overnight 23-jan-2020 to 24-jan-2020. MDR 2517506-2020-00067 was filed for the same issue.

Event description:
Discordant, falsely low sodium results were obtained on 2 patient samples on a dimension exl with lm instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate dimension exl instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.